Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 261 mg/dl. The patient did not have a bg meter to use for comparison. The patient was experiencing increased confusion, fatigue, weakness, and fell three times. The patient was brought to the emergency room (ER). At the ER, the patient¿s bg meter reading was 63 mg/dl. The patient was treated with IV dextrose. Prior to discharge, the patient¿s bg meter reading was 202 mg/dl. The patient was discharged home after less than 24 hours in the ER. The patient was fine at the time of the report. No data was provided for evaluation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.